Event description:
While in the cath lab, a physician was stretching the patient's skin to more effectively deliver a dose of lidocaine through a needle attached to a bd control syring. The thumb component of the control syring disengaged, causing the physician to slide the remaining syringe forward and he suffered a needle stick.